Manufacturer narrative:
A relationship between the reported rupture and the device could not be established as the product was not returned for evaluation. A complete review of the DHR for lot 21051617 was carried out, no deviation was found in the manufacturing process. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. ¿ the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: aa definitive root cause could not be determined. Potential factors nonrelated to the manufacture of the device that may lead to the events reported include, but are not limited to: (1) damage by surgical instruments. (2) implant stress and weakening during implantation. ¿ as no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. Establishment labs will continue monitoring for similar complaints/trends.

Manufacturer narrative:
A review of the device history record has been completed no deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
A patient report was received indicating that allegedly "one of my implants is broken (right side).

Manufacturer narrative:
General conclusion: ¿ device involvement: a causal relationship between the reported event and the device has been established. ¿ event characterization: the event was classified as device rupture, siliconomas. Laboratory testing: laboratory evaluation was conducted in accordance with wi-001048 "pms laboratory testing units." Key findings include: ¿ visual inspection: macroscopic examination of the returned device revealed clear evidence of shell rupture. ¿ microscopic analysis: under magnification, the shell exhibited trace marks indicative of interaction with a sharp instrument. The morphology of these marks closely matched those reproduced under controlled laboratory conditions simulating instrument-related damage. These findings differ significantly from patterns associated with spontaneous rupture (e.g., fatigue or shell degradation). ¿ shell compliance testing: mechanical and material integrity testing confirmed that the implant shell met all applicable international specification standards. Root cause analysis: based on the testing results, the most probable root cause of the iatrogenic rupture is a damage from a sharp surgical instrument. Such damage may have compromised the shell¿s integrity, predisposing it to failure during clinical procedure. Clinical confirmation: the alleged siliconoma was not confirmed due to insufficient clinical evidence. Root cause analysis: this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: ¿ no adverse or unexpected trends related to device rupture have been identified. ¿ no further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.